Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of a 4.4 cm diameter abdominal aortic aneurysm. The proximal neck was 23-25mm in diameter and 40mm in length. The right external iliac artery measured 9mm in diameter and 54mm in length. The left external iliac artery measured 10mm in diameter and 57mm in length. The right internal iliac measured 13mm in diameter and the left internal iliac artery measured 10mm in diameter. The proximal aortic neck angle was approximately 40 degrees. It was reported that on a follow up CT scan, a proximal type I endoleak was confirmed. Ballooning of the bifurcate stent graft was done appropriately during the index procedure. Another manufacturer's cuff was implanted and proximal type I endoleak was resolved. When the procedure was completed, it was determined to be type IV endoleak. Per the physician, it might be caused by slightly insufficient adherence to the greater curvature. No additional clinical sequelae were reported and the patient is fine.